Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported that the anesthesiologist tried to insert an epidural but the catheter could not pass through the needle so he removed the needle and realized that the tip of the needle was bent. The anesthesiologist used a new kit. After the insertion of the needle he did the same step and again the catheter could not pass through the needle. He removed the needle and again that the tip of the needle was bent. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle tip bent during use. The customer returned one epidural needle. The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears typical. Microscopic examination of the needle bevel revealed the needle tip is bent. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force. The cannula is also slightly bent. The needle's hub is also slightly deformed and hazy. It should be noted the needle was returned in a sealed sterilized autoclave package where it appears the needle was sterilized prior to being returned and the needle was exposed to temperatures exceeding 134 c most likely causing the hub to slightly deform. The customer also returned a photo that clearly shows a bent tip on an epidural needle. A dimensional inspection was performed on the returned epidural needle. The outer dimension (od) other remarks: and inner dimension (ID) of the returned needle was measured. The od of the returned needle measured 1.47mm (c05155), which is within specification of 1.46mm-1.48mm per graphic nz-05500-003; rev 7. The ID measured 0.043in (1.09mm) (c05157), which is outside the specification of 1.17mm per graphic kz-05500-007; rev 9. This is most likely from the fact the needle was autoclaved prior to the sample being returned. Additional testing of the needle tips was performed by the manufacturing site to determine tip strength. Testing was performed to compare needle tips strengths from five available sets of different needles. The test concluded that the needle sets had very similar results. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle being bent during use was confirmed based on the sample received. Visual examination of the returned needle revealed the cannula and tip of the needle bevel were bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface and torqued. An attempt to recreate the event was performed using a lab inventory needle of the same kind. The bend in the lab inventory needle had similar results as the returned needle. A photo was also returned by the customer that clearly shows a bent tip on an epidural needle. A device history record review was performed on the epidural needle with no relevant findings. No material issues were found from the vendor for the cannula. Also, a needle tip strength study was performed by the manufacturing site which revealed very similar results with five different sets of needles. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
Issue reported that the anesthesiologist tried to insert an epidural but the catheter could not pass through the needle so he removed the needle and realized that the tip of the needle was bent. The anesthesiologist used a new kit. After the insertion of the needle he did the same step and again the catheter could not pass through the needle. He removed the needle and again that the tip of the needle was bent. The patient's condition was reported as fine.